Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for potassium (k) on a cobas 6000 c (501) module. Patient 1 initial result was 6.09 mmol/l. The repeat result was 4.60 mmol/l. Patient 2 initial result was 5.64 mmol/l. The repeat result was 4.14 mmol/l. Patient 3 initial result was 5.04 mmol/l. The repeat result was 3.82 mmol/l. Patient 4 initial result was 5.23 mmol/l. The repeat result was 4.15 mmol/l. The repeat results were from a different c501 module and were believed to be correct.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided.

Manufacturer narrative:
Sections d4, catalog number, and serial number were updated. The field service engineer (fse) found the waste tubing was pinched and damaged preventing flow. The fse replaced multiple valves, the amp board, and electrode cables. Instrument primes, purges, ise checks, calibration, and qc were performed. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable on the morning of the event. Qc was outside of the acceptable range later that day. The alarm trace data showed "ise noise" and "ise internal reference" errors. The service actions resolved the issue.